Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The image was over scanned on the stryker monitor vision pro 26ich. Tac advised the customer to change the video output to 16:10 in the cv-190 settings to resolve the issue. The device will not be sent in for evaluation or repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center has a display issue. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was successfully resolved by changing the device's video output settings. Olympus will continue to monitor field performance for this device.